Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak and sac growth are unconfirmed due to a lack of relevant imaging and medical records. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was reported to be doing well post-secondary endovascular procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b2: adverse event or product problem - updated. B5: describe event or problem - updated. G1,2: contact office- name - updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system. Approximately two (2) years post-op endologix was made aware of the patient presenting with an enlarged aneurysm thought to be related to a type ii endoleak now thought to be a type ia endoleak. The physician is planning to treat the patient at a later date. The patient will continue to be monitored. Subsequent to the initial report, additional information received reporting that re-intervention was completed with implant of a with a cook (non-endologix) proximal cuff. Patient is reported as doing well post procedure.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system. Approximately two (2) years post-op endologix was made aware of the patient presenting with an enlarged aneurysm thought to be related to a type ii endoleak now thought to be a type ia endoleak. The physician is planning to treat the patient at a later date. The patient will continue to be monitored.